Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the implant was removed on (B)(6) 2025. Patient said the implant was removed because of an issue. Patient said the issue started (B)(6) 2025 when they started to have continual pain in their coccyx. Patient said the only time the pain would resolve was when they had the device off, so they kept the implant off. Patient said they had been on the drug cymbalta when they got the stimulator implant and came off cymbalta and the cymbalta had changed their chemistry and opened up new neural pathways that they didn't have so when the patient came off cymbalta in (B)(6) 2025 that was when they noticed the pain at the coccyx. Patient said they had been unaware of how cymbalta would affect their body or their device therapy.